Event description:
The dealer states the unit does not turn on. Additional malfunctions include sieve in the valve, product tank, and the muffler. The unit was loud. The beds were blown, and the unit was leaking.